Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n412660004, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had their pump moved to a different location due to an infection. No they had some "oozing in the same spot". Redness, drainage and incisional would opening was reported. Cultures were obtained but, showed no growth. The pump was "temporarily explanted" and they would re-implant a new pump after a designated time. The patient was given both IV and oral antibiotics. The event was reported as ongoing. The pump was used to deliver morphine.